Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There was reported a difficult implantation surgery with no known reported anatomical abnormalities. A complete insertion could not be achieved initially, so the electrode was reinserted several times. 1-2 contacts were believed to be extra-cochlear after final insertion. In situ testing revealed some affected channels. Clinic would like to proceed with revision surgery pending review.

Event description:
There was reported a difficult implantation surgery with no known reported anatomical abnormalities. A complete insertion could not be achieved initially, so the electrode was reinserted several times and possibly damaged. 1-2 contacts were believed to be extra-cochlear after final insertion. At the time of surgery, the surgeon thought difficulty could possibly have been due to fibrosis that was moved or dislodged which caused the device to not be introduced into the cochlea after the initial insertion. The user has been successfully reimplanted.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was likely damaged due to multiple insertion attempts during implantation surgery. However, as the device was received incomplete an exact location of the damage could not be determined. Additionally, a complete insertion of the electrode array was not achieved at implantation surgery with two channels remaining extra-cochlear. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.